Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis in 3 segments. Final analysis found an external insulation abrasion exposing the outer coil due to friction to device can was noted at 8.4 to 8.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.